Event description:
It was reported during the implant procedure that the helix on either of the noted 5076 leads would not deploy. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Lead was stretched causing the inner tubing to buckle and preventing the helix from functioning properly. Lead was stretched causing the inner tubing to buckle and preventing the helix from functioning properly. Additionally, the visual inspection of this lead showed that the distal conductor was distorted, the inner insulation was torn, and there was deformation of the proximal section of the inner coil causing extension problems of the helix.